Event description:
Customer reported the dyonics pump was over-pumping causing extravasation in the shoulder. Staff changed out the cassette and finished the case with no further incident. Customer has used this pump frequently in the past.

Manufacturer narrative:
All functions perform as expected. Customer states that after changing cassette, pump functioned in a normal manner. It appears that customer's cassette was defective.